Event description:
Leakage issue: the patient is (B)(6) years old, did v-p surgery on (B)(6) 2015. It was noted the sensor had leakage during the intracranial pressure monitoring. The surgeon removed it and changed the new sensor to complete the procedure. There was no report on patient injury. 4/2/2015 per affiliate is the event you are reporting involve the sensor or the catheter? The catheter had leakage. Can you supply us with implant / explant dates? It had leakage during the procedure. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The evaluation included a review of quality records, which found that the instrument met all quality testing/inspection specifications prior to distribution. The evaluation of the device found that there was no visible damage to the sensor catheter material or connector. The device was received in a drainage tube with suture attached. The device passed all electronic, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. The supplier was unable to confirm the failure. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.